Event description:
Procedure type: sigmoid resection. According to the reporter: after the anastomosis when checking for leaks, a leak and malformed and twisted staple formation was observed. The surgeon then resected the staple line and performed another anastomosis with another stapler successfully.